Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.232 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter and com port screws were tightened, as the probable cause was determined to be a loose screws. Tightening the screws resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.021 ohms. CAPA 34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.232 ohms. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.